Event description:
Surgeon used an echelon flex 60 stapler on a patient performing a laparoscopicsigmoid colectomy and the stapler misfired leaving the intended staple site with an incomplete staple line. The stapler was immediately removed from the field.